Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
It was reported by the patient that he is experiencing aches in the stomach, constipation, possible recurrence. Stomach is swollen with a baseball sized bulge on left side. A year ago also had strep infection in abdomen.